Event description:
Additional information received indicated that the oversensing resulted in pacing inhibition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, the patient was noted to have experiences of dizziness. Further investigation revealed episodes of noise resulting in oversensing on the right ventricular lead. No intervention was performed at this time. The patient was stable and will continue to be monitored.